Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. During the evaluation, the downstream sensor current reading was above specification with a fluid filled set loaded. Evaluation found this was caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.